Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient felt nauseous, lot vision, passed out and experienced high blood glucose level due to a bent cannula. Therefore, they tried to treat it with insulin infusion intravenously, but on (B)(6) 2022, the patient was admitted to the hospital as the blood glucose level raised to 1000 mg/dl. Moreover, the infusion set was changed on (B)(6) 2022. During hospitalization, the patient received insulin drip intravenously as corrective treatment. On (B)(6) 2022, the patient was released from the hospital. Currently, her blood glucose level was 120 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
On 25-oct-2022 IV: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (2 sets) showed that the soft cannulas were kinked (1 at the tip, 1 at the middle) and the pcc connector needle was clogged (by insulin).. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient felt nauseous, lot vision, passed out and experienced high blood glucose level due to a bent cannula. Therefore, they tried to treat it with insulin infusion intravenously, but on (B)(6) 2022, the patient was admitted to the hospital as the blood glucose level raised to 1000 mg/dl. Moreover, the infusion set was changed on (B)(6) 2022. During hospitalization, the patient received insulin drip intravenously as corrective treatment. On (B)(6) 2022, the patient was released from the hospital. Currently, her blood glucose level was 120 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.